Event description:
The product was in use for at least 2 hours. At the end of the procedure, the esophageal stethoscope was removed. As the tube was removed, the balloon disconnected from the tube as it was just above the vocal cords. The balloon was easily removed and no injury was reported.